Event description:
A mayfield skull clamp was involved in an event which was described as follows: during the pre surgical period when the unit was being applied to the pt's head and the bed was elevated and rotated, the head slipped causing a laceration which required staples. The procedure was a posterior cervical decompression. The procedure was delayed approximately 30 minutes. Mayfield adult disposable pins (a1079) were being used during the procedure. A stereotactic device was not being used at the time of this event. The wound was sutured with nylon after the completion of the surgery. The pt recovered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.